Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's initial allegation was not confirmed. However, during the device evaluation it was found that the camera head had a loss of water tightness. Based on the results of the investigation, it is likely that the following led to the malfunction: loss of water tightness due to split in cable unit. A definitive root cause can not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU):**. Do not use the device if you are doubtful of its normality. Also stop using the device if you detect any irregularity while using the device. Continuing to use the device may result in serious harm. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connector for camera head had difficulty to connect. There were no reports of patient harm.